Event description:
It was reported by lafuente et al in a literature publication titled ¿the bryan cervical disc prosthesis as an alternative to arthrodesis in the treatment of cervical spondylosis¿ that: 46 patients underwent surgery for implant of bryan artificial cervical disc. 28 patients were male and 18 female. The mean age was 47.6 years. One patient required further surgery to have the prosthesis removed following a fall seven months after the operation. The patient complained only of neck pain and suffered no neurological deficit but the inferior disc plate was dislodged. The prosthesis was removed and replaced with an interbody cage, followed by a smooth recovery.

Manufacturer narrative:
Literature citation: lafuente et al. The bryan cervical disc prosthesis as an alternative to arthrodesis in the treatment of cervical spondylosis.the journal of bone and joint surgery. Vol. 87-b, no. 4, april 2005 f3: national hospital for neurology and neurosurgery, london, gb. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.